Manufacturer narrative:
(B)(4). Batch #: u93g7v. Investigation summary: the analysis results found that the harh45 device was returned inside its package. Upon visual inspection, it was observed that the tyvek from the packaging was damaged with a rupture. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Due to the damages found on the packaging and the device, a possible cause for this condition is due to improper handling during transit or storage; it appears that the package hit a hard surface and this caused the reported event. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends.

Event description:
It was reported that prior to a sleeve gastrectomy, a harh45 was opened and a hole was noticed in the tyvek. They opened a new one to complete case. No patient complications.